Event description:
A (B)(6), female, pt, contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor would not power on. The cause was physical damage to l2, a shielded power inductor. The root cause of the damaged inductor could not be positively determined. However, the actual failure rate for this component is low at 1.055e-07 failures/pt hours of use. No adverse event resulted from the damaged inductor. The pt received a replacement monitor.